Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the physician was using coils in a parent vessel occlusion procedure. The anatomy was tortuous to the target position however 2 previous coils had already been inserted successfully. When the physician tried to detach the coil, it wouldn't detach but he did see the coil begin to unwind as he manipulated the delivery wire. The coil unwound inside the guide catheter when he decided he needed to remove the guide complete with the stretched coil inside. The stretched coil then broke at the distal end of the guide and left a fine unraveled filament back down the vessel. He managed to push the remainder of this stretched segment back up into the coil ball where it became secure and caused no issue to the treatment of the patient. Patient was successfully treated by the procedure despite the stretched coil. The stretched section became part of the coil ball used as the treatment. No injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher. The implant was not returned for evaluation. Further inspection found the pusher body coil to be stretched and entangled at the distal section, which is consistent with the condition described in the reported event. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched pusher body coil, but this damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
See h10.